Manufacturer narrative:
On 08/29/2016, the field service engineer (fse) found that the reagent pumps were dispensing too much reagent to the system causing the flags and erroneous results. The fse replaced the erythrolysis pump (pm7) and the stabilyze pump (pm12) to fix the instrument. Patient reproducibility was verified after the replacements. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the coulter lh500 hematology analyzer generated erroneous flagged basophil (ba) results on patient samples. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.